Event description:
The hcp reported that in 2001 the pt had an interstim system removed due to the development of a staph infection of the device pocket. The pt had been treated with IV antibiotics and the infection resolved. The pt underwent placement of a new interstim system in 2004, with no further problems reported.